Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The physician first deployed a 3.00x38 mm promus element ¿ drug eluting stent (des) followed by a 2.5x38 mm promus element ¿ des. Both stents were deployed successfully. However, after post dilation was performed, the physician noted a proximal edge dissection in the proximal part of the first implanted stent. A 3.5x28 mm promus element ¿ des was overlapped in the proximal part of the first implanted stent and covered the dissection and the procedure was successfully completed. No further complications were reported and the patient's status was stable.